Event description:
Same case as MFR# 2134265-2009-03887. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented to the emergency room with chest pain. The pt was brought to the cardiac catheterization lab and received an angiomax bolus infusion. A 2.0x15mm maverick balloon was advanced to the 75% stenosed mid circumflex and was inflated to 6atms. Two additional inflations were performed at 8atms for 20 seconds. The balloon was exchanged for a 2.50x20mm taxus stent which was deployed at 14atms for 25 seconds with excellent angiographic results. Following stenting, there was 0% residual stenosis in the stented segment with timi 3 flow throughout. The non bsc guide wire was then redirected into the 70% stenosed and heavily calcified proximal to mid lad and a 2.0x15mm maverick balloon was advanced to the lesion and inflated to 12atms for 30 seconds. A 2.50x16mm taxus stent was then advanced to the lad and deployed at 13atms for 30 seconds. Following deployment, the stent was widely patent with 0% residual stenosis and timi 3 flow throughout. It was noted that good hemostasis was achieved. Less than two months later, the pt presented to the emergency room with unstable angina and a myocardial infarction that awoke the pt from sleep. The pt experienced severe left sided chest pressure radiating to her back along with diaphoresis and nausea. The pt's troponin level was elevated at 0.54. The pt was placed on heparin and brought to the cardiac catheterization lab and was found to have 80% stenosis in the mid lad along with st segment elevation and cardiomyopathy. A 2.0x15mm maverick balloon was advanced to the lesion and was inflated to 3atms for 20 seconds. A 2.0x12mm non bsc stent was then deployed at 13atms for 25 seconds with some overlapping of the previously-placed distal stent. Angiographic results were excellent with 0% residual stenosis and timi 3 flow. One month later, the pt underwent a nuclear medicine stress test due to recurring episodes of chest discomfort. The stress test found that there was a normal ejection fraction of 62% and residual stenosis involving the distal cx as well as the origin of the diagonal; however, the physician did not think the stenosis was amenable to intervention. Four months later the pt awoke with left-sided chest discomfort that radiated to her back, left arm and left jaw. The pain was resolved with nitroglycerin but quickly returned. After the pt's third nitroglycerin, the pt was brought to the emergency room and was admitted to the telemetry unit. It was found that the pt had an increase in troponin levels from 1.14 to 2.4 indicating an ischemic cardiac issue. The following day, angiographic studies found that the cx and om arteries were 90% stenosed in the mid portion and 80-90% stenosed in the distal portion. The lad showed an area of high grade stenosis in the proximal portion. The pt's ejection fraction was 40%. The physician was concerned that there was stent thrombosis and thought the pt was a good candidate for surgery. The pt was transferred to a different hospital for more consultation. The pt was premedicated and brought to the cardiac catheterization lab. It was found that the previously placed stent in the left circumflex (lcx) show marked in-stent restenosis with 95% severity in the proximal one-third of the stent. The lad stent appeared to be relatively satisfactory with an exception of a filling defection in the very proximal portion of the lesion which has an 80% narrowing. The rca showed 50% stenosis in the proximal segment with 60-70% stenosis in the distal part of the lesion. The posterior descending artery (pda) was 90% stenosed in the proximal portion. The physician did not think there would be long term success associated with placing more stents and thought that the pt should be considered as a candidate for surgical intervention as the pt was in stable condition.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.